Event description:
A medtronic representative reported that, while in a spinal procedure,, a navigated non-cannulated screwdriver was broken during insertion of a multi axial screw (mas) in s1. The tip of the screw driver broke off and became stuck in the hex seat of the mas and was left in the patient, under the rod. The insertion of the mas was not difficult, without excessive torque. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot # now provided. Device manufacture date now provided. Suspect device returned to manufacturer for evaluation: inspected the instrument and the tip has been broken off as reported. A new driver was sent to the site for issue resolution.

Manufacturer narrative:
Patient identifier not available from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect solera screwdriver has not been returned to manufacturer for evaluation. Part not returned.

Manufacturer narrative:
A review of the device history record was completed for part number # 9735023, lot #130404. The review revealed that there were 13 units received for this lot, of which, none were found to be non-conforming.